Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no explant or reoperation was performed. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog #3542650. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent primary breast augmentation with a mentor siltex round moderate profile 325cc saline prosthesis experienced left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 2/17/2020. Device evaluation summary: according to the information provided, the patient experienced a deflation of the breast implant. During evaluation of the device an area of siltex cracking was observed on the posterior view. Also, a tear measuring approximately 0.4 cm was noted within the siltex cracking. The evaluation determined that the rupture is consistent with a siltex cracking. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. The device was explanted on (B)(6) 2019. 2. Is other serious- uncheck. 2. Is required intervention- check. The mentor failure analysis lab received the device for evaluation on 10/16/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).